Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided patient reference range 1.6-2.6 mg/dl) on (B)(6) 2024 ,sid (B)(6), initial result was 7.6 mg/dl, repeat result on another analyzer was 1.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by cleaning the clogged nozzle c4 #1, #4, #5 (rohs) of the alinity c processing module. The nozzle c4 #1, #4, #5 (rohs) was determined to be the likely cause of the issue. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 (rohs) did not identify any trends. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number ac03067 was identified. Additional information in section d10 concomitant product all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided patient reference range 1.6-2.6 mg/dl) 23jan2024 sid (B)(6) initial result was 7.6 mg/dl, repeat result on another analyzer was 1.6 mg/dl no impact to patient management was reported.